Manufacturer narrative:
Problem code captures the reportable event of dart detachment. Ansm report reference no. (B)(4); submitted to ansm ((B)(6)) national agency for the safety of medicines and health products by the facility. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2018. According to the complainant, during procedure, when anchoring the right ischiopubic branch using the capio device, the dart dislodged from the suture and did not come out. About a 2mm long of the dart remained in the para-vesical fossa and was not visualized nor found. The procedure was completed with another device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.